Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The american orthopaedic foot and ankle society (international) (2014)published; "interposition bone block arthrodesis for revision hallux metatarsophalangeal joint surgery: a case series." The aim of the study is to review the clinical, radiological, and functional outcomes in these patients. A retrospective review was conducted of all cases of interposition bone block arthrodesis (ibba) performed by the senior author over a 10-year period from 2001 to 2011. Twenty-four patients (25 feet) were operated on in total; 18 patients were female and 6 were male, with a mean age of 52.1 (range, 34-69) years. On 7 patients the hallu-fix plate was used. Complication: one of the patients with hallu-ffix plate implanted developed painful neuromas related to the operation site (requiring localized denervation of the dorsomedial cutaneous branch of the hallux). The patient was a non smoker (B)(6) y/o female with no medical comorbidity and the primary procedure was a mitchell's osteotomy on the left side. The concurrent treatment was a second toe pip fusion with a graft size of 8mm. Further procedures: neurectomy. This patient also had symptomatic hardware and required plate removal.

Manufacturer narrative:
Integra has completed their internal investigation: as products were not returned, no failure analysis was performed. As no product ID and no manufacturing lot number was provided, no DHR, design specification or design change record will be performed. As DHR review and failure analysis could not be performed, root cause cannot be determined. A review of the current ¿instruction for use nd 01031 (non-sterile) and nd 01831(sterile)¿ was performed. We can see in paragraph ¿precautions for use", that ¿risk of additional injury from post-operative trauma¿, is mentioned as complication that could lead into re-operation, revision or removal surgery, arthrodesis of the involved joint, and /or amputation of the limb. In conclusion: complication is mentioned in IFU.